Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had complaints of the outer sheath of the driveline cover ¿bubbling up¿ and starting to peel off, with visible driveline wires, which is occurring on the modular cable side of the driveline. Log file analysis captured routine events, there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed cosmetic damage to the outer jacket of the cable. Evaluation of the submitted log files did not reveal any unusual events or alarms. The pump speed remained above the low-speed limit for the duration of the log files and the files appeared to capture the pump operating as intended. Examination of the returned modular cable revealed that the outer jacket had a tear approximately 5¿ from the controller connector. The jacket material appeared to have expanded and folded over itself at this location. Visual inspection of the outer jacket revealed that the surface was cracked with a spongy texture. Areas of brown discoloration were observed along the length of the jacket. Additionally, the controller connector bend relief showed gradient, brown discoloration. The inline connector bend relief showed gradient, brown discoloration. Visual examination of the underlying armor layer revealed no evidence of damage, and the report of exposed wire could not be confirmed. The controller and inline connector pins appeared unremarkable. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the outer jacket tear. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Additionally, the reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate 3 lvas IFU is currently available. Section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.